Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance the smart coil out of its introducer sheath and into the non-penumbra microcatheter, and therefore the smart coil was removed. The procedure was then completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. The smart coil was attempted to be advanced through the returned non-penumbra microcatheter. While advancing the smart coil, resistance was encountered as the coil began to bunch up inside the sheath and the device could not be advanced further. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as this may occur. These offset coil winds likely contributed to the resistance experienced and the inability to advance the coil into the non-penumbra microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.